Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2011-05049. The pt received her scs system on (B)(6) 2010 with two percutaneous leads. It was reported that the pt was reprogrammed due to having less relief from stimulation. Reprogramming however, did not resolve the issue. The pt was referred to another sjm representative to be reprogrammed again. The pt, however will not be available to meet with a representative for a month. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.